Event description:
Caller reported that the t: slim x2 pump battery would not charge despite using tandem charging cable and wall adapter, and trying different charging cables and adapters did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Customer decided to use multiple daily injections (mdi) as a backup therapy and was informed a replacement pump with updated software would be sent. Instructions for the return of the defective pump and for using the replacement pump were provided and understood by the caller.